Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1 inclined); staples in the track, yes(22) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, no. Analysis conclusion: based on inquiry info received and visual examination, it was concluded that reported "device jammed" during surgery occurred due to inclined staple jammed in cartridge nose and yielded nose weld. No functional testing could be performed due to inclined staple in nose and yielded nose weld. Device was disassembled and 23 staples were found in instrument. No conclusion could be reached if inclined staple in nose caused nose weld to yield or if yielded nose weld caused staple to become inclined in nose.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.